Manufacturer narrative:
As per additional information received this device should have not been tied to the fsca.

Event description:
Additional information received that troubleshooting did not resolve the issue, and ipg did not communicate with the external device. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed early replacement indicator. No other information is available at this time.